Event description:
It was reported that there was a shocking or jolting sensation. The patient was shot on (B)(6) 2011, and the implantable neurostimulator (ins) case was dented. The patient needed a replacement due to being ¿shot 7 times¿ and one of the bullets dented the ins case. The patient experienced a shocking once a month for around a year after being shot, into 2012. There was a loss of therapeutic effect. After a year of shocking, the patient indicate that they lost stimulation and therapy in 2012; there was no stimulation sensation. There were symptoms which included increased baseline pain. The patient had a transcutaneous electrical nerve stimulator (tens) unit but it only covered one small area and not the rest of their pain. The patient had 6 back surgeries. The symptoms were a sudden onset, following some form of trauma; being shot 7 times on (B)(6) 2011. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3887-33, lot# j0461538v, implanted: (B)(6) 2005, product type: lead. (B)(4).